Manufacturer narrative:
(B)(4). Date sent: 12/14/2021. Additional information was requested and the following was obtained: the event description states: ¿the doctor repeatedly flushed the abdominal cavity to look the broken piece. But it could not be found.¿. Was the tissue pad left inside the patient? What was done to make sure the tissue pad was not left inside the patient? Was the tissue pad ever found? What is the current status of the patient? --------it is still unclear whether the pad is in the patient's body. Doctors washed the patient's abdominal cavity for many times at that time, but they still did not find the missing pad. The patient is in good condition, and so far there is no discomfort.

Manufacturer narrative:
Pc-(B)(4). Date sent: 11/15/2021 concomitant product.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformance / manufacturing irregularities] were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the tissue pad left inside the patient? What was done to make sure the tissue pad was not left inside the patient? Was the tissue pad ever found? What is the current status of the patient?

Event description:
This case is from health authority. It was reported that the white tissue pad fell off during an unknown procedure. The doctor repeatedly flushed the abdominal cavity to look the broken piece. But it could not be found. Changed another one to complete the surgery. No additional information can be provided. There were no patient consequences reported.